Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not allow interaction, it appeared to be frozen on the boot up screen, and it was not possible to move the cursor. The caller had attempted to reboot the programmer, disconnected the power, and reattempted to boot without success. The caller was advised to return the programmer to service. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.